Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient underwent a procedure (date not reported), to replace the abutment with a longer model. The implanted device remains. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013.